Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: insufficient angulation; play of the angulation control knob; scratches on bending section rubber; chipping of bending section rubber glue; cracks of bending section rubber glue; whitish bending section rubber glue; scratches on the insertion tub of the insertion section; cracks of the light guide lens; peeling-off of the light guide lens glue; peeling-off of the objective lens glue; dent on the cover of the distal end section. However, these defects alone are not considered severe enough to cause a potential adverse event. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: there is no information on whether air/water was flushed to the air/water channel using mh-948 or not, and no leak test was performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "insufficient reprocessing of the endoscope and accessories may pose an infection control risk to patients and/or operators" "precleaning the endoscope and accessories flush the air/water channel with water and air 1 turn the light source on. 2 switch ¿off¿ the airflow regulator on the light source. 3 detach the air/water valve (mh-438) or the spray valve (maj-923) from the endoscope and place it in the detergent solution. Attach the aw channel cleaning adapter (mh-948) to the air/water cylinder of the endoscope. 4 immerse the distal end of the insertion section in the water. 5 switch the airflow regulator on the light source to maximum ¿high¿. 6 depress the button of the aw channel cleaning adapter to flush the air channel with water from the water container for 10 seconds or more. 7 release the button to flush the air/water channel with air for 10 seconds." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that gram-positive rods (gpr) of bacillus bacteria were detected in the physiological saline that passed through the pipe of the evis lucera elite colonovideoscope. The culture sampling was obtained from the water suction line coming out of the forceps channel at the tip of the endoscope. The issue was found during a routine culture of the scope after the device was in storage. There was no patient infection. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Cds method: one unit of oer-4/acecide delivered in august 2018 and two units of oer-5/endoscope reprocessor delivered in october 2021.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the device investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization processes and noted no deviations, deficiencies, or concerns in reprocessing. Precleaning was performed immediately after the patient's procedure, and water was aspirated through the instrument suction channel with a suction pump. The brushing check points performed were the instrument suction channel, suction cylinder, and instrument channel port. There were no defects found on the automated endoscope reprocessor (aer) /endoscope washer disinfector (ewd). The detergent solution used was endoqucik with the disinfectant acedice. All channels were connected with cleaning tubes when setting up the aer/ewd. The disinfectant solution was within effective concentration levels, used before expiration, and the rinse water quality was controlled. The user did not know whether the water filter was replaced periodically. After reprocessing, the device was wiped with a clean paper towel, and the endoscope was stored without a drying cabinet. The subject device was not used in the procedure during the period of waiting for culture results. After the positive culture was found, the subject device was quarantined. The device was stored at room temperature under normal air concentration, with no additional reprocessing performed before the microbiological testing sample was collected. Additional reprocessing was not performed before the device was returned to olympus. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.